Event description:
Device 1 of 2: reference MFR report# 3006705815-2018-02595. Additional information received identified that patient did not have pain when the leads were pulled out. Patient decided not to proceed with a permanent implant. Scs trial ended early.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#: 3006705815-2018-02595. It was reported that the patient was admitted to the emergency room due to severe back pain the morning after their trial procedure on (B)(6) 2018. Abbott representative met with the patient and turned off the device. Back pain has not resolved yet and scs trial ended (B)(6) 2018.